Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the left ventricular (lv) pacing impedance was out of range. A fluoroscopic examination indicated no damage was noted on the lv lead. The physician will continue to monitor the patient with merlin.net. The patient is well.